Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient experienced bleeding. On (B)(6) 2023, testing was performed and a bleeding focus was not found, but fresh blood was confirmed on the ascending colon side. On (B)(6) 2023, a capsule endoscopy was performed. Hematochezia (hcz) occurred on (B)(6) 2023 and testing was done. Clipping was performed and dielafoy's lesion of the transverse colon was ruled out. The patient underwent a blood transfusion. The patient was discharged on (B)(6) 2023 because no hcz findings were found, even after the patient resume their diet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was a change to the patient's anticoagulation since the last visit. Aspirin (acetylsalicylic acid) and edoxaban dosages were changed. Laboratory values from (B)(6) 2023 showed international normalized ratio was 1.32.